Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated by olympus and the reported issue was not confirmed. The forceps channel had a pinhole. The angulation malfunctioned. The adhesive part on the bending section cover was worn out. The light guide lens was chipped. The camera cover had a chip/ crack/ melting/ scratch. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the distal tip on the evis exera iii gastrointestinal videoscope had a leak. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the device was insufficiently or incorrectly reprocessed. This report is to capture the reportable malfunction of the device was insufficiently or incorrectly reprocessed noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections.

Event description:
The customer reported to olympus, the distal tip on the evis exera iii gastrointestinal videoscope had a leak. No patient injury or procedure impact reported. During the evaluation of the device, it was noted foreign material was found under the insertion tube protector (insertion part protector) due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of foreign material was found under the insertion tube protector (insertion part protector) due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to add h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found under the insertion tube protector, however, the specific material could not be identified and the cause could not be specified. There was no physical damage to the area where the foreign material was found. Additionally, attempts were performed to obtain additional information regarding the event and user's reprocessing methods, but no response was received from the customer. Olympus will continue to monitor field performance for this device.